Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly. It was determined that the cause of the reported issue was due to a diode, designator cr20 on the power pcb assembly being shorted. This caused the main 5 volt dc line on the pcb assembly to short out and caused the device not to power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device could not be powered on during a daily check of the device. There was no patient use associated with the reported event.